Event description:
The physician inserted the stent (subject device) into the microcatheter. During halfway accessing the stent, the physician attempted to reposition the microcatheter, the physician attempted to resheath the stent but the stent deployed in the microcatheter. There were no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the analysis of the returned device, it was revealed that the stent delivery wire (sdw) was kinked and detached. In addition, the stent was found deformed and deployed half way in the hub of the microcatheter and half way into the microcatheter shaft. As per the additional information, the event occurred during positioning of the microcatheter and atlas at the basilar artery, thus the physician wanted to re-sheath the atlas back, but the stent stuck in the microcatheter. It is probable that the stent prematurely deployed within the microcatheter and the sdw tip was detached during the attempt to re-sheath the stent, the presence of blood within the system found during analysis may have caused or contributed to the event. A cause of procedural factors will be assigned to the reported and analyzed event, as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Subject device is not available.

Event description:
The physician inserted the stent (subject device) into the microcatheter. During halfway accessing the stent, the physician attempted to reposition the microcatheter, the physician attempted to resheath the stent but the stent deployed in the microcatheter. There were no clinical consequences to the patient.